Event description:
Customer reports to have experienced high blood glucose of 480 mg/dl, which was treated with manual injections. After troubleshooting, it was found that pump was functioning as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.